Manufacturer narrative:
The reported complaint of 'user advisory ua16 (timeout moving to take-up position)' error message on the autopulse platform (serial # (B)(4)) was confirmed during functional test. The most probable root cause was due to the brake gap being out of specification. Upon visual inspection, the autopulse platform front enclosure was found to be cracked and the battery lock was also found to be bent, unrelated to the reported complaint. The autopulse platform system is a reusable device and it was manufactured on 10/03/2013, which is more than 5 years old and it has exceed its service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Unable to perform functional testing due to ua16 (timeout moving to take-up position) error code displayed upon powering up the platform. The brake gap was cleaned and adjusted to correct the issue. A review of the autopulse's archive data was performed and it showed no event occurred on the reported event date of 3/14/19, thus not confirming the reported complaint. During the re-evaluation of the ap platform, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, the autopulse platform resuscitation system displayed error code ua16 (timeout moving to take-up position). No patient involved.